Event description:
It was reported that the customer was in emergency medical services due to diabetic ketoacidosis and high blood glucose. It was also reported that the customer really got sick from gastro paresis and called emergency medical services. Pain and nausea medicines was given to the customer through intravenous.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis. Customer was just in the hospital from wednesday to wednesday of the prior week and monday to today 02/20 of this week. The customer's blood glucose was unknown at the time of incident. The current blood glucose was 396 mg/dl. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.